Manufacturer narrative:
(B)(4). Article citation: creagmile j, kim wi, scouarnec c. Hydrus microstent implantation with omni surgical system ab interno canaloplasty for the management of open-angle glaucoma in phakic patients refractory to medical therapy. Am j ophthalmol case rep. 2022 nov 10;29:101749. Doi: 10.1016/j.ajoc.2022.101749. Pmid: 36544749; pmcid: pmc9762144. Multiple requests for further information have been made. Allergan has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Reported events of "xen 45 gel stent implantation that failed despite bleb needling requiring an ahmed valve, which later failed. The patient was taking 4 medications (brimonidine, dorzolamide/timolol, latanoprost) with an iop of 29 mmhg. They then underwent implantation of two hydrus microstents with omni surgical system canaloplasty." Were noted in the article: hydrus microstent implantation with omni surgical system ab interno canaloplasty for the management of open-angle glaucoma in phakic patients refractory to medical therapy. Am j ophthalmol case rep. 29:101749. This is the same article reported under MDR report # 3011299751-2023-00008 (allergan complaint # (B)(4). This MDR is being submitted for the case 6.